Event description:
It was reported the patient experienced increased baseline pain. The pump was accessed. The actual residual volume was less than the expected volume (13 ml actual, 2 mil expected). No diagnostic studies had been performed. The drug used in the pump was dilaudid 25 mg/ml at 7 mg/day. Additional information has been requested but was not available on the date of this report.